Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
The reporter stated that on (B)(6) 2013, the reporter stated that upon finishing the injection the needle broke off in site. The pt went to the ER and surgery was performed to remove the needle.